Manufacturer narrative:
Continuation of d10: 407665 lead and ddpa2d4 ICD implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had an attempted upgrade, but the patient became combative and required multiple people to hold him down, so the pocket was closed. The upgrade procedure was completed the following day. Approximately a month later, the patient experienced an infection, and the implantable cardioverter defibrillator (ICD) system was removed. It was assumed the cause of the infection was during the initial attempted upgrade. No further patient complications have been reported as a result of this event.